Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found multiple instances of error 14. The fse removed and replaced the compressor which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up the cardiosave intra-aortic balloon pump (iabp) had a technical error# 14. There was no patient involvement, and no adverse event reported.